Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted to be implanted but the implant was not successful. The lead was explanted and replaced. The patient is a participant in the pan/product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.